Event description:
It was reported that: "the rep went to use the implant, and noticed that the inner packaging was not completely sealed. You can see where a complete seal was not made to seal and sterilize the inner wrap of this implant. This item was not implanted; another implant was available for use."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.